Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years post filter deployment, patient presented with abdominal pain. Subsequent, CT revealed metallic ivc filter below the entrance of the veins. Approximately nine years later, patient again presented with abdominal pain. CT revealed the ivc filter just above the confluence of renal veins with tip 3 cm inferior to the lowest renal vein. Approximately eight months later, CT performed revealed ivc filter was at the same level at l3-4 disc space, the filter was tilted anteriorly with its proximal cone lying on the wall of the ivc possibly embedded in it, the filter legs had penetrated through the wall of the ivc into the pericaval/mesenteric fat and six filter arms and only 5 filter legs were seen. One leg was missing presumably fractured and migrated. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2007).

Event description:
It was reported through the litigation process that the filter perforated, migrated, tilted and embedded, and a filter strut detached and migrated to an unknown location. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated into organs and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached struts retained in body; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that the filter perforated, migrated, tilted and embedded, and a filter strut detached and migrated to an unknown location. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and detached struts remained in body. The filter struts perforated through ivc wall and patient experienced lower abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.